Event description:
During an implant procedure, the connector sleeve was unable to be properly fitted onto the lead. The device was unable to be programmed to continuous back-up vvi for a short amount of time resulting in discomfort and asystole in a pacemaker dependent patient. A new connector sleeve was used and the event was resolved. The lead was implanted and the patient was stable.